Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited that the front panel lighted off, restarted the power supply and confirmed recovery. The issue occurred during a therapeutic laparoscopic procedure. The intended procedure was completed with the same device. There were no reports of patients¿ harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The phenomenon reported by the customer was reproduced and was possibly due to a printed circuit board (cr) failure. In addition, the investigation found that due to a malfunction in the pressure sensor circuit, the system detects the malfunction and triggers an alarm (error e03). When the alarm is triggered, the device cannot be used. When the alarm is triggered, all leds on the front panel turn off. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.